Event description:
I am a guy from (B)(6). I had my lasik surgery in 2005. After that, I had been suffering the complications of lasik, monocular polyopia, starbursting, blurry vision. All of these complications make me really depressed.